Event description:
It was reported the coil prematurely detached during delivery. A micro snare was used to retrieve the coil. No pt injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for eval.